Event description:
Patient presented at independent diagnostic testing facility for MRI left shoulder without contrast. Patient was provided with hearing protection. Within one hour of the exam, patient stated that he was experiencing ringing in his ears. Patient has stated that he is still experiencing ringing in the ears that patient has stated as been diagnosed as tinnitus. As of (B)(6) 2025, patient stated the tinnitus has not been resolved. MRI exam was performed on a 2010 philips hfo 1.0t in (B)(6).